Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and sling mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.

Event description:
It was reported that the patient concurrently underwent cystoscopy.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion, the patient experienced pain in upper left inner thigh, repeated bladder infections, and pain during and after sexual intercourse. It was reported that the patient underwent a total vaginal hysterectomy and cystoscopy on (B)(6) 2012 due to pain, dyspareunia and fibroids. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.